Event description:
It was reported the patient had no stimulation sensation. It was noted the patient was not able to adjust stimulation. It was further noted the patient saw a ¿call your doctor¿ icon on the patient programmer. The reporter stated they could not recall the code they saw. The reporter further stated their stimulation sopped yesterday. It was noted that when the patient tried to turn their implantable neurostimulator (ins) on they saw the ¿call your doctor¿ icon on the programmer. It was further noted the patient was able to turn stimulation back on. The reporter stated they felt stimulation in their ribs and not their lower back where their pain is. It was noted the patient had not tried making adjustment with their programmer. It was further noted the patient had an appointment with their healthcare professional (hcp) on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).